Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly. No damage was noted on the drive support disk during the visual inspection. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Customer stated that their blood glucose readings were 450 mg/dl and increased to 470 mg/dl after giving themselves insulin. It was noted that the no delivery alarm interrupted their bolus and it was not completed. Troubleshooting was performed and the drive support cap was noted to be loose and flush. It was noted that three boluses were recorded and two were interrupted. The cannula was noted to be bent. Customer's blood glucose reading at the time of the call was 520 mg/dl. No further information reported.